Event description:
The graft was implanted on or about 9/15/1998, as a dialysis shunt in the left forearm. The doctor claims that the patient's forearm had reddened on 9/17/1998, after the graft was implanted. The reaction subsided on its own after a few days without further treatment. The graft was left in. The patient's condition is ok. Note: the doctor said that he has experienced similar events with this product in the past, but had elected not to report them. No further information is attainable.